Event description:
A customer observed false negative hbsag results for the positive control fluid on two eci analyzers. No pt results were reported. There was no report of pt harm as a result of this event.